Event description:
Customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system (600i) generated cartridge chemistry (cc) cuvette not dry before first reagent detection error. Customer reported that the reagent probe was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found probe b leaked during quality control run. The fse replaced the reagent probe b waste vacuum valve. The replacement of the valve resolved the issue. The fse also replaced all cc reagents. The fse recalibrated all cc chemistries and ran quality control.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).